Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient felt no stimulation even when turning programming up to 10.5v. Interrogation found that lead 8-15 to all be >10,000 ohms. It was reported that recently the patient had stood up under a device at work and the battery caught on it. The impedance check had been performed on (B)(6) 2016 with 0.7v. One lead was out. The health care professional (hcp) was to discuss a lead revision/replacement with the patient. There were no scheduled surgical interventions but it was planned that the lead would be replaced in the future by another lead by the manufacturer. The issues had not resolved at the time of this report.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that stimulation was working fine until around (B)(6) 2016 and it was not feeling right. ¿it just quit working.¿ the patient saw the rep in (B)(6) and the lead was not connected and needed to be replaced, though it was previously reported that the patient had met with a representative on (B)(6) 2016, which was also reported by the manufacturer's representative as the date they met. The health care professional (hcp) told the consumer that they must have fallen but the consumer reported that they had not fallen. The consumer was a truck driver and the implantable neurostimulator (ins) sat in a spot that caused major pain all of the time. It was reported that the patient¿s insurance approved a revision but the office would not schedule the surgery. Information regarding a change in the patient¿s insurance occurred in january and there was confusion about whether it was denied or not. The manufacturer representative provided hcp listings but the consumer reported that they had not called any of them yet.

Event description:
Additional information was received from the consumer. It was reported that the device had quit working a week or two before (B)(6) 2016, confirmed to have been in (B)(6) 2016. The lead wire wasn't functioning so they have to replace it. The patient had been having leg and lower back pain since the event started. It was noted the patient had hit their battery at work earlier in the year and they didn't think it would affect the lead. It was unclear if this instance of hitting the battery was different than the recent situation with catching the battery reported earlier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.